Event description:
Customer reports that the pacs extend for powerscribe 5.0 is opening the wrong record for reporting of the exam. When the radiologist was dictating on pt 1, and was interrupted to look at pt b (which had already been dictated), then closed pt b, pt b continued to display. There was no reported pt injury associated with this event.

Manufacturer narrative:
A f/u report will be submitted when the investigation is complete. Ge reference #: (B)(4).